Event description:
Date notified: 7/6/05 a model 754 ventrulator displayed a system failure alarm. An inspection of the device could not duplicate the reported problem. The device was tested to specifications and returned to the customer. No injury or death resulted from the incident.